Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is not receiving effective therapy coverage and has lost stimulation from her right hip to her right leg. A diagnostic test revealed invalid impedance measurements for one of the pt's leads. Efforts to recapture effective stimulation via reprogramming were unsuccessful. An appointment will be scheduled for further assessment.